Manufacturer narrative:
(B)(4): physio-control determined the cause of the malfunction to be a broken weld on the negative terminal of one of the internal hlc batteries, bt3, on the analog pcb assembly. The negative terminal was making an intermittent connection and causing the failure. A replacement device was provided to the customer.

Event description:
It was reported that the device illuminated the charge pak and caution icons. The device was reported to illuminate the charge pak icon even after replacing the charger twice. Physio-control evaluated the device and found the internal hlc battery capacity depleted to a low level. There was no pt use associated with the event.